Event description:
Change of the ceramic ball head 32 m to metal ball head 32l 7,5 months post-op due to subsidence of the implanted nanos stem. The reported revision due to subsidence of the stem was also reported to the legal manufacturer ohst medizintechnik (B)(4) for investigation.